Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor support disk.

Event description:
The customer reported that insulin squirts out during the manual prime process. Troubleshooting was performed, and the insulin squirts out again, but once the motor was released the insulin stopped squirting out. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.